Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted the lead has been stretched at so the inner insulation buckled at 10.1 centimeters and prevents the helix from functioning properly. The lead was able to be passed through a 7f introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, intracardial and device measurements showed high thresholds. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.